Manufacturer narrative:
Details of complaint: the customer reported that the cns shutdown and they don't know why. According to the customer, there were no errors or beeping coming from the cns tower. So far the cns is looking good. Technical service (ts) informed the customer that it could either be that the cns overheated or somebody turned it off by mistake. The customer will monitor the unit to see if it shutsdown again. There was no patient injury reported. Investigation summary: based on the risk assessment, this type of failure mode is unlikely to result in patient harm. Manufacturer references # (B)(4); follow up 001.

Event description:
The customer reported that the central nurse's station (cns) shut down and they don't know why.

Manufacturer narrative:
The customer reported that the cns shutdown and they don't know why. According to the customer, there were no errors or beeping coming from the cns tower. So far the cns is looking good. Technical service (ts) informed the customer that it could either be that the cns overheated or somebody turned it off by mistake. The customer will monitor the unit to see if it shutsdown again. There was no patient injury reported.nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) shut down and they don't know why.

Event description:
The customer reported that the central nurse's station (cns) shut down and they don't know why.

Manufacturer narrative:
Details of complaint: the customer reported that the cns shutdown and they don't know why. There were no errors or beeping coming from the cns tower. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, a root cause cannot be determined. Spontaneous shutdowns are often a result of failing hard drives or the device overheating. Technical support (ts) was not able to verify the health of the hard drives. The customer was also advised to free the device of dust which may contribute to overheating. A complaint history review of the reported device does not reveal any recurrences of the cns shutting down. Based on the information made available, this event is likely an isolated incident specific to the device. As there has not been a recurrence, it is likely that the customer took the necessary preventive maintenance steps to prevent further cns shutdowns. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. H10: additional manufacturer narrative.